Event description:
The customer reported the system had overhead. The field engineer responded that the thermal safety mechanism was faulty which resulted in the overheating and a subsequent system shut down. There is no repor tof injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The thermal circuits were evaluated and replaced. The system was tested and found to be working as intended and returned to service.